Event description:
Facility reports that while using a viking m mobile lift to move a resident, that the lift and sling were caught on the arm of a geri-chair. The lift started to tilt and they were able to get the resident down without any issues. No injuries were reported.

Manufacturer narrative:
User guides offer clear instruction as to the proper and safe use of the product. The facility offered remedial training for its staff on the use of this equipment. This incident is viewed as a user error and not a product problem. Product is in proper working order and is still in use at the facility.